Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00026).

Manufacturer narrative:
Inuftronix received the evaluation report on (B)(6)2018. The reported under-infusion issue was confirmed. The affected pump was evaluated for the issue on 12/03/2018. The infusion flow rate deviation was found to be -11.30% which was outside the +/-5% flow rate deviation specification. The affected device has been taken out of service.

Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor of infutronix forwarded an under-infusion issue with the device on (B)(6) 2018: "pump said infusion complete and it wasn't. The pump was set at 2cc/hr for a 46-hour infusion (volume of 92cc) and there was still 44cc in the bag when the patient came back to be unhooked. They ended up hooking the patient up to another pump for another 24 hours to complete the infusion. There was no patient harm. Only concern was the patient didn't get her 46 hour therapy and ended up being on the pump for 3 days instead of 2 days". The initial reporter confirmed that no tubing leak occurred. No other patient information was reported. No medication used at the time of event was reported.